Event description:
During routine maintenance of the device, two reagent lines were swapped and incorrectly reattached. This resulted in staining problems on the patient slides. Patient samples were processed with the instrument in this configuration from the date of the service, 2007, until the fault was detected and the lines were properly switched back on the next three months. Control slides were used by the facility.

Manufacturer narrative:
Currently, a label detailing the correct connection sequence is located on the inside of the access door immediately adjacent to the syringe pump assembly, where the misconnection took place. The risk of misconnection during service has been demonstrated as being very low (1 incidence in 1240 service procedures). In addition, the risk of controls failing and contributing to a misdiagnosis is again very low. For misdiagnosis to result from the incident highlighted in this report both faults would need to occur. It is reasoned that the risk of this occurring is very remote. To further mitigate this risk it is proposed that all future production instruments (and maintenance kits/spares issued) will have a label applied directly to the syringe pump assembly immediately below the connection points detailing the correct connection sequence.